Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after the onlay implant, the patient experienced recurrence, mesh detached, scar tissue, and adhesions. Post-operative patient treatment included revision surgery, adhesions taken down, and hernia repair with new mesh.